Event description:
The customer reported to olympus during a unknown diagnostic procedure, an intermittent connection issue on with the evis exera ii xenon light source. Upon inspection and testing of the returned unit, a fuse burnt. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The evaluation uncovered the front panel mouth was damaged, and front panel was blinking intermittently. Corrosion on lamp door, bottom chassis, and top cover. Incorrect fuses were used on power supply (should be 8a 250v instead of 4a 250v), scope socket was aging and got chipped, a olympus lamp life meter was reading over 500+hours and lamp life was expired and stain mark on normal fu lens. The igniter and its cable are up to date. Fan is running and air pressure working. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation, device history record review and additional information provided by the customer. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The exact root cause could not be determined. The investigation could not determine the failure. Olympus will continue to monitor the field performance of this device.

Event description:
During a esophagogastroduodenoscopy (egd) procedure. The intended procedure was completed using the same device. There was no delay reported.